Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom air in line alarms. Air in line alarms were confirmed through a review of the event history log and reproduced. It was observed that the upstream sensor had fluid numbers which were out of specification. High and low ultrasonic readings have been known to contribute to false air in line alarms. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump experienced air in line alarms. It was also reported there was no patient injury.